Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bb515 - carbon steel scalpel blades #15. According to the complaint description, the blade split apart and one piece remained in the patient's body. Along with the use of x-ray, the fragment was retrieved successfully. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, pictures, x-ray, and event description. The x-ray results showed the broken off part in the patient's body. The digital imaged showed the broken product. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to the manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reasons - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: without the complaint sample being available for investigation, a definite root cause cannot be determined. The reported damage of the product could be confirmed; the provided pictures, however, do not provide hints regarding the root cause of the breakage. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.